Event description:
It was reported that this right ventricular (rv) lead exhibited gradual increasing shock impedances with current measurements > 125 ohms. The associated device was replaced for normal battery depletion and during this routine intervention, shock lead impedance testing was performed. The impedances are still greater than 125; however, the physician elected to keep the rv lead implanted and in service. No adverse patient effects were reported.